Event description:
It was reported that during a ssemi-open ssectionectomy of s1, the cartridge would not go in when loading the 4th cartridge. It thought that there was a problem with the cartridge and it would not load, another cartridge was taken out and tried to load it, but it did not go in. When looking at the cartridge after the 3rd firing, it was found that the cartridge was broken and the cartridge pan had remained in the body, so the cartridge could not be loaded. The broken 3rd cartridge was firmly stapled in the lung, and there was no problem with the firing itself. The leak test also showed no problems. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4) date sent: 2/17/2026 d4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ech60s, with lot/batch #a9893k, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 2/27/2026. D4 batch #a9856l. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with two gst60d reloads present. The reload (b) was received fully fired with the pan disassembled and the reload body broken. The reload (c) was received unfired with no apparent damage. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a returned reload (c) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the damage noted on the returned reload was due to improper handling of the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. The device event log was reviewed. The log indicates that no suspect power cycles were noted. Additionally, photo was provided and they showed the condition of the reported event. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a9856l, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 2/24/2026. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.